Event description:
It was reported that during use of the iab, blood backed up into the pump console. The iab was removed and replaced. The patient expired 18 hours later of causes unrelated to this incident.

Manufacturer narrative:
The sample was not returned to arrow by the hosp. Therefore, co is unable to provide the sample eval. However, based upon past experience, and info available, there is no indication of a product deficiency. Balloon ruptures are a recognized potential complication of intra-aortic balloon use, generally occurring the presence of atherosclerosis.